Manufacturer narrative:
Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2021. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as there is no indication that the lens was explanted. Phone number: (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that white attachments were observed on a lens after the lens was inserted. The thought that it could be foreign substances scraped from the plunger or external cylinder. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes; returned to manufacturer on: feb 20, 2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the sample was returned in its original packaging at the manufacturing site for evaluation. Also, direction for use, patient implant notification card, patient identification card, some label stickers, and gauzes in a sample container were received. Upon evaluation of the device plunger was in a fully advanced position, traces of lubricant material were observed inside the device, and the lens was not returned for valuation. All the components were correctly engaged and no assembly error and/ or defect related to the manufacturing process was identified. The device was disassembled to revise the components conditions. All the components looked in good conditions, there was nothing identified that may lead the reported issue. The sample container was received without a lid and two gauzes loose inside the container. The gauzes were carefully reviewed but no signs of foreign material could be identified; therefore, an analysis of composition identification cannot be performed. In addition, photo provided was evaluated. It shows an implanted lens with circle marking something that appears to be a particle. However, through the photo it is not possible to determine what it is or what could be the cause. Based on the device evaluation no damaged were identified that may lead the reported issue. Based in the analysis of the product returned the reported issue could not be verified and product quality deficiency was not identified. Manufacturing records review: the manufacturing records and related documents for the production order of the device were reviewed and no deviations or discrepancies were found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed that no additional complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.